Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 2.5x32mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found stent damaged with struts on the proximal side bunched, overlapping and distorted distally on the balloon. The balloon was exposed on the proximal side for 13mm, crimp marking were evident on the balloon body, indicating direct contact between coated stent and balloon. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found a hypotube break 179mm distal from the strain relief and several hypotube kinks were also noted along the full catheter length. A visual and tactile examination found no damage. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element ¿ stent was advanced but failed to cross the lesion. During the procedure, the stent was damaged and the device was removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element ¿ stent was advanced but failed to cross the lesion. During the procedure, the stent was damaged and the device was removed from the patient. No patient complications were reported and the patient's status was stable.